Manufacturer narrative:
The customer did not supply any patient demographic information such as age, date of birth, sex or weight. After obtaining the last failed system check as noted, the customer was advised by beckman coulter (bec) hotline to clean the wash valve and change the peristaltic pump tubing. The customer complied and then primed the dispense probes six (6) times without receiving any error messages. The customer performed another system check after completing the recommended procedures and noted that all parameters passed within published performance specifications. After the event, on (B)(6) 2016, the customer noted that all assay quality controls (qc) were within specification as well. In conclusion, a hardware malfunction will be assumed as cleaning and replacement of the aforementioned parts corrected the issue. A sole contributor to the event could not be determined as multiple corrective actions were taken which resolved the issue.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The initial access accutni+3 result was elevated above the normal reference range of the assay. The customer reanalyzed the patient's sample on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and received a lower access accutni+3 result within the normal reference range of the assay. A corrected report was released by the laboratory as the initial, elevated access accutni+3 result was released from the laboratory. The customer stated that they were unaware of any change to or impact to patient treatment in conjunction with the elevated access accutni+3 result obtained. Access accutni+3 quality controls (qc) performed after the non-reproducible result were out of range and failing. The customer then attempted to recalibrate the access accutni+3 assay three (3) separate times. All three (3) attempts failed due to either a bad fit error or a cv std 0 (coefficient of variation of standard 0) error. Beckman coulter (bec) hotline representative recommended that the customer perform a system check for troubleshooting purposes. The customer performed two (2) system checks both of which failed due to the washed %cv parameter failing. Bec hotline then recommended that the customer change the aspirate probes and rerun the system check. The customer complied and reported that the system check again failed due to an elevated washed %cv parameter. The patient's sample was collected in a 13x75 mm (millimeter) lithium heparin plasma tube with a gel separator. The customer was unable to provide sample processing information such as centrifugation speed and time. There was no report of sample integrity issues associated with this event.